Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was ac power failed message. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station initially experienced intermittent application drops and rebooted spontaneously during use. A field service engineer (fse) replaced communication sled, power supply and bus cables and station came back online and functional. But later when the station was rebooted for a label printer issue, no drawers were detected. Through process of elimination, fse found that all controller boards were damaged. Controller and module boards were replaced on full height and half height cubie drawers 1 to 6, and all initially tested good in hardware test application (hta) and configured in the application. However, once half height drawer 6 was reconnected and the station powered on, all drawers again failed off the bus. So fse replaced the half height drawer 6 and another com sled was tested. Later all drawers were restored online in hta and the application, and station functionality was verified with pharmacy. Further fse replaced the label printer and rebooted to complete the software installation, all drawers again disappeared, but a full power cycle restored proper operation. After further monitoring customer confirmed the functionality without no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was ac power failed message. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.